Event description:
Account alleged that the head of the bed will not stay up.

Manufacturer narrative:
Technician checked the bed overnight and found no problems with the head or CPR. Head drift issue could not be duplicated. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.